Event description:
It was reported that a clearlink system solution set leaked from the port used for secondary. This was observed when the pump was set up and connected to the patient during administration on pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was performed, and no leaks were observed. The product was found to be conforming. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.